Manufacturer narrative:
.

Event description:
Procedure: roux-en-y. According to the reporter: upon firing for creation of the gastric pouch, the surgeon fired thru a 60mm reload completely. Upon retraction of the black instrument knobs, tissue was transected approximately 30mm of the 60mm reload. Within this roughly 30mm transection, staples were malformed, but knife blade cut fully through tissue. The remaining 30mm of the firing left malformed staples only, and appeared to cut only through the outermost (serosal) layer of the stomach, causing bleeding. The staple line was inadequate, and was resected in place of a new staple line for creation of the gastric pouch.